Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The previous ipp was replaced due to infection, the patient presented fever. The old device was replaced with a malleable tactra penile prosthesis that was placed as a place holder, not an ipp. The patient had a stable outcome.